Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, one of the tenaculum forceps instrument "strings" was damaged. The tenaculum forceps had seven remaining lives. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. The tenaculum forceps instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A common cause of the failure mode broken distal instrument pitch cables is attributed to a component failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The tenaculum forceps instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding a damaged instrument string was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A deeper review of the site's system logs for the reported procedure date was conducted by the rpms analyst. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable malfunction due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.